Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis, and the complaint was confirmed. The maryland bipolar forceps instrument was analyzed and found to have a segment of the conductor wire dislodged from the yaw pulley. A loop of the wire protrudes above the outer surface of the yaw pulley. The wire insulation was not damage and the instrument passed the electrical continuity test. Components adjacent to the dislodged wire show damage which may indicate potential mishandling or misuse of the instrument. Additional observations related to the customer's complaint: the instrument was found to have the grip cable crimp from wrist control cable at the grip hub dislodged. The dislodged crimp is located at the open grip cable. The cable crimp is captured inside the welded grip. The probable root cause is attributed to component susceptibility to damage through external collisions, during use, or during reprocessing. The probable root cause of the dislodged cable crimp was attributed to a component failure.

Event description:
Refer to h11 for follow-up information.